Event description:
Painful knees, acutely swollen knees. Information was received in 2007 from a physician via a company representative regarding four patients (gender, age, and initials unknown). This report represents the first of the four patients who were treated with synvisc in an unknown knee approximately two weeks ago and subsequently experienced painful and acutely swollen knees. The physician reported that all of the patient events resolved after a steroid injection or discontinuation of synvisc. No further information was provided.